Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 112 mg/dl. The customer reported that the insulin pump was cracked and used a super glue to hold it and it was hard to see the screen because of the super glue. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked lcd window, cracked case display window corner and cracked case reservoir tube window corner noted.